Event description:
Boston scientific received information that this right atrial lead showed high out of range pacing impedances and the lead was reported to have been fractured. This lead was surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.